Event description:
It was reported after approx. 13 months implantation time, that no threshold in the atrium channel could be measured during the last follow up.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed a ruptured insulation from the silicone sleeve, a ruptured insulation from the ring electrode and stretched conductor coils. These damages most likely resulted while extracting the lead due to tensile stress. However, a thorough analysis of the lead did not show any deviations that might have led to the observed electrical issues in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.